Event description:
It was reported that the patient presented in clinic. Interrogation of device noted that the right ventricular lead exhibited failure to capture. Examination found that the right ventricular lead was dislodged. During reposition, it was noted that the helix of the right ventricular lead failed to extend. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and the helix mechanism issue. A complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Analysis did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Inspection of the lead found the helix to be retracted and clogged with body fluids. X-ray examination found the inner coil over-torque at the connector region. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with body fluids.